Manufacturer narrative:
Unit received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads, and bleeding lcd glass.

Event description:
It was reported that the customer had high blood glucose levels of 285 mg/dl. The customer reported a crack on the case of the insulin pump. The customer also reported that the o-ring around the reservoir was lost. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.